Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. During the next check-up it will be decided if the user will receive a hearing air or if the clinic proceeds with reimplantation surgery.

Event description:
The user's hearing performance with the device declined in (B)(6), 2022. Prior to that his hearing benefit was good. The user was reimplanted on (B)(6), 2023.

Manufacturer narrative:
Damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered if the currently used hearing aid will not help.

Event description:
The user's hearing performance with the device declined in (B)(6) 2022. Prior to that the hearing benefit was good. The user received a hearing aid. If the user is not satisfied with the hearing aid the clinic will proceed with reimplantation surgery.

Event description:
The user's hearing performance with the device declined in (B)(6) 2022. Prior to that his hearing benefit was good. The user is due to be re-implanted in (B)(6) 2023.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned in (B)(6) 2023.